Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose level rose above 400 mg/dl while wearing the pod for approximately 37 to 48 hours. The cannula reportedly dislodged from the infusion site (abdomen), causing insulin to leak. Swelling at the infusion site was also reported. As treatment, the patient replaced the pod.